Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR, after an implantation period of about 39 months, oversensing without inappropriate shocks was reported. At the moment biotronik has not further details with regard to the revision or explant procedure, nor to the serial number of the associated leads. Should we receive more information, this report will be updated. The device is still implanted at the moment. The event date was not provided.

Event description:
Ous MDR - after an implantation period of about 39 months, oversensing without inappropriate shocks was reported. At the moment, biotronik has not further details with regard to the revision/explant procedure, nor to the serial number of the associated leads. Should we receive more information, this report will be updated. The device is still implanted at the moment. The event date was not provided.